Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the probe wash collar and rinse block were misaligned . The fse realigned the rinse block and wash collar, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the unicel dxh 600 cellular analysis system while running startup. The volume of the leak was about 6 cc and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.